Event description:
A pt reported experiencing inaccurate erratic results with a otb original meter. The pt's blood glucose results were from meter to lab mg/dl (in the reported issue notes it states, "customer not entirely sure, mentioned sometimes they get variations from 100 something to like in 50's back to back."and "yes they only mentioned examples, but because of incorrect coding, results probably not accurate.") Tests were done within , 10 minutes with a difference of < 20%. Pt did not experience any adverse events. No further info has been reported.